Manufacturer narrative:
Zimmer biomet complaint (B)(4) g2: foreign - japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was identified in the packaging during an incoming inspection. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows a zoomed in view of the product packaging. The picture shows a small circular area of debris as well as two other pieces of debris. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing packaging issue. An issue evaluation was opened to further evaluate this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.